Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire would not pass through the tip of the left ventricular (lv) lead. The lv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no guidewire was returned, therefore condition and brand are unknown, used a fresh mdt guidewire and test passed. If information is provided in the future, a supplemental report will be issued.